Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range, and the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, rv defibrillation impedance steady at approximately 45 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Svc defibrillation impedance steady at approximately 60 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that during use of right ventricular (rv) lead the superior vena cava (svc) and rv defibrillation coils impedance increased suddenly,and exhibited high measures. It was also reported that several non-sustained ventricular tachycardia episodes were registered. It was stated that the patient heard the defibrillator's alarm and went to the emergency department. After interrogating, high impedance values were noticed. Threshold, sensing and pacing values were reported to be normal. Prior to the current event, the impedance were reported to be stable since implant. Rv lead extraction was scheduled, and a new lead to be implanted. It was further reported that approximately five days later, during rv lead revision procedure, the connector was unplugged from the implantable cardioverter defibrillator (ICD) header and cleaned; the ICD header was also cleaned. The rv lead connector was plugged-in again. A new impedance test was performed, showing again high impedance of the rv and svc coils. The rv lead was explanted and replaced, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.